Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl) after delivering pump boluses to correct for an elevated bg level; however, no specific elevated bg level was provided. Customer consumed cereal and honey and bg levels stabilized. Recommendation was made to consult with health care provider to discuss diabetes management.